Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6 fr angioseal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No anchor or collagen were returned. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the rear lock position with the color bands fully exposed. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The end of the suture was inspected under the microscope and it appeared to be cut manually with a blade. There were no collagen and anchor returned. There were several kinks noted on the carrier tube. No other visual anomalies were noted with the device. The device cap of the carrier tube was examined and it was not attached to the device cap hub and was completely removed from the device cap hub. No other visual anomalies were noted with the device. No functional testing could be performed since the device was returned in a state of complete deployment. Based on the provided information and investigation results, it is likely the that the kink in the carrier tube and/or carrier tube detachment/separation had happened due to the incomplete or irregular molding operation of the tube during the manufacturing process. The reported event has been deemed manufacturing related and the quality system is investigating similar events.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device locator was inserted into the insertion sheath, resistance was felt and a slight kink was observed in the tip of the sheath. The device was therefore not used. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was (percutaneous peripheral intervention) ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no other equipment used with the reported angio-seal device.